Manufacturer narrative:
The device is not expected to be returned for evaluation, as a bulb replacement rectified the reported issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. This report is related and linked to the following patient identifiers (and subsequent medwatch numbers: (B)(6).

Event description:
The customer reported to olympus that the evis exera iii xenon light source is displaying an e102 error and shuts the unit off. There was no procedural delay, and after bulb replacement, the procedure was completed with the same set of equipment. The patient was not under anesthesia, only generalized local pain relief was used. No patient harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation and report from the biomedical engineer. The phenomenon was reproduced. Since the device issue was improved by replacing the lamp, it was not returned, and it was determined that the problem occurred due to the failure of the lamp itself or the life of the lamp. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿<4.5 checking the lamp usage time>: check the lamp operating time display on the operation panel. If "500h" in the lamp usage time display lights up, replace it with a new illumination lamp according to "chapter 6 replacing the illumination lamp". ¿<4.6 checking illumination light>: check that the illumination light is emitted from the tip of the endoscope. "500h" in the lamp usage time display. If you feel that it is dark even though it is not lit, follow the instructions in "chapter 6 replacing the illumination lamp" to replace it with a new illumination lamp. Replace it with a new one.¿ ¿<6.1 overview and precautions for replacing the illumination lamp>: use the following lighting lamps specified by our company for replacement - xenon lamp maj-1817 (manufactured by olympus). If you need a new illumination lamp, please contact olympus.¿ olympus will continue to monitor field performance for this device.